Event description:
It was reported that the pump battery was difficult to charge and was not holding a charge. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting. No additional information was able to be obtained.